Event description:
It was reported that the mobile app on the customer's phone was frozen while loading a cartridge, causing issues with pairing the pump. The customer's blood glucose level was affected, with a high reading noted but a specific value was not provided. The customer addressed the high glucose level with a correction injection and did not require third-party assistance. Customer support advised the caller to uninstall and reinstall the app, forget the pump from the bluetooth menu, and reset the pump. Eventually, resetting the pump resolved the issue, and the app successfully paired with the pump, with no further assistance required.

Event description:
It was reported that the mobile app unexpectedly crashed while customer was attempting to load a cartridge, and the customer was unable to complete the load process. The customer experienced a blood glucose (bg) level displayed as "high", although specific value was not provided. The customer administered a manual injection to address bg level. The customer reset the pump, relaunched the mobile app, the app successfully paired to the pump and the customer continued to use the pump for insulin therapy.